Event description:
In 2009, the lay user/reporter contacted lifescan alleging that a one touch ultra meter would not power on. The reporter indicated that the alleged meter issue started at 3:30 pm. At 3:45 pm that same day, the reporter claimed that the patient developed low blood glucose symptoms of shakiness and paleness. The patient administered self-treatment around the same time the symptoms developed by drinking juice. The patient's blood glucose was not tested on another device during the time of concern. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The reporter also mentioned that the patient administered self-treatment by drinking juice because of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.